Event description:
It was reported that a patient experienced intermittent capture during episodes of bradycardia while being externally paced with the heartstart mrx monitor / defibrillator in demand mode pacing. There was reportedly no patient harm / no adverse event.